Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown omnifit eon stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that there was a total left hip revised due to fracture of the bone. Cat/lot number not available as per hospital policy.